Manufacturer narrative:
The t:slim x2 with control-iq user guide states: "warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room due to a blood glucose level of 23 mg/dl. Subsequently, the customer was admitted to the hospital. Customer was treated with "a shot" by the paramedics however the customer was unable to recall the specific treatment involved. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer performed the load fill tubing sequence while connected at the infusion set site, and inadvertently delivered unintended insulin to the customer. A tandem representative performed a pump system check and determined the pump functioned as intended. In addition, it was reported that minimum fill notifications occurred with multiple cartridges. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.